Manufacturer narrative:
Evaluation of the device confirmed the reported issue. The device was inspected, tested and found that the device motor works intermittently. In addition, minor scratches were found on the device housing. The device is not repairable. Based on evaluation findings the reported issue was found to be due to a defective motor attributed to component failure. The root cause of the failed motor is unknown. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the handpiece device was found not functioning and works intermittently. There were no further details provided regarding the event reported. No patient involvement reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported failure could not be determined. Olympus will continue to monitor the field performance of this device.